Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old patient needing mechanical circulatory support. It was reported while on support, low placement signal alarms occurred all night with p level set to p2. Doctor explanted bedside and manual pressure was applied to access site for 35 minutes. Distal pulses were not present after removal and ultrasound of right lower extremity (rle) revealed clot in the common femoral artery. Surgical cutdown was performed, clot was removed, and pulses were present in rle.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.